Manufacturer narrative:
The investigations did not identify a product problem. The cause of the event could not be determined. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 1 malfunction events. Erroneous low results were generated by the roche diagnostics elecsys e170 modular analytics immunoassay analyzer. The events involved a total of 1 patient with erroneous estradiol g3 elecsys results. The patient was (B)(6). The patient's weight was requested but was not provided. The patient was a female. The patient's race was requested but was not provided. The patient's ethnicity was requested but was not provided.